Event description:
The device was the priming kit on the cell ex for the morning extracorporeal photopheresis (ecp) treatment. The collect pump tubing segment was noted to be too long. Therakos was contacted and the kit aborted.